Event description:
The account alleged the hi/low will not raise electrically but if the bed is manually cranked up that when bed is plugged back in, it will run down on its own. No pt impact.

Manufacturer narrative:
The account replaced the side rail assembly to resolve the issue.